Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, patient repoted high blood glucose and was addressed by correction bolus. Infusion set dislodge or leaking. No further information available.